Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient still has corneal haze in both eyes but the corneal haze is not in the visual axis and the patient does not have any complications resulting from the corneal haze. There will be no further treatment.

Event description:
An optometrist reported that a patient was noted to have light corneal haze in both eyes approximately one month post photo refractive keratectomy (prk). Additional information provided states that the patient has not been seen in follow up but is expected to be seen at a later date. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).